Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/15/2017, that on (B)(6) 2017, the receiver displayed an error icon. It was reported that receiver was exposed to water damage. No additional patient or event information is available. Labeling indicates: the dexcom g5 platinum continuous glucose monitoring system user's guide states: the receiver is not water resistant; do not get the receiver wet at any time.